Manufacturer narrative:
The peritonitis event was reported to have occurred on an unreported date in july 2022, specified as "three weeks ago". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis and hospitalization were not reported. The patient was treated with unspecified antibiotics (three weeks) for the event . At the time of this report, the patient has recovered from the event. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow up, it was reported that on an unknown date, extraneal therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.